Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent an unknown surgical procedure for fracture fixation of acetabulum utilizing two (2) spring plates and two (2) recon plates. Post-operatively, the patient experienced a heterotopic ossification and continued nerve palsy. It is unknown if there was a surgical delay reported. No further information is available. This report is for one (1) unknown screw. This is report 5 of 6 for (B)(4).